Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The suture frayed next to the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. The following information was requested, but unavailable: -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, -is the patient part of a clinical study --> unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did the reported issue contribute to any patient adverse consequences? - when was the suture frayed (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.